Manufacturer narrative:
On 31-oct-2024, the product investigation was updated with additional findings. During investigation, it was found that carto 3 system was used in configuration with farapulse pulsed field ablation system (boston scientific). The carto3 manufacturer does not claim compatibility for this hardware setup. As such, the carto 3 system functionality for catheter or map location accuracy may potentially be affected. Therefore, it can be concluded that the reported occurrence is a user-related issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 25-sep-2024, the product investigation was completed. It was reported that a patient underwent an atrial fibrillation ablation procedure with a carto 3 system and there was a map shift during the pulse field ablation case. After an application to the left inferior vein that the carto 3 system displayed the error "patch unit disconnected". The medical team unplugged and reconnected the cable to the patch unit and the error cleared. When the physician transferred the pfa catheter to the right superior vein that the carto display showed the catheter outside of the original carto map. The timeline on the replay application showed the catheter image outside the carto map after the last application to the left inferior vein. The matrix was not lost and the patches did not show movement. A new carto map was created and the procedure continued. Device evaluation details: it was confirmed by the fse (field service engineer) that rebooting the piu (patient interface unit) resolved the issue. The system is ready for use. A manufacturing record evaluation was performed for system 11117, and no internal actions related to the reported complaint condition were identified. A manufacturing record evaluation was performed for system 11117, and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 10-dec-2024, bwi received additional information indicating that the carto's manufacture date was 4-may-2010. As a result, the following field updates have been made: d4 primary UDI number has been updated to (B)(4). H4 device manufacture date has been updated to 5/4/2010. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a carto 3 system and there was a map shift during the pulse field ablation case. After an application to the left inferior vein that the carto 3 system displayed the error "patch unit disconnected". The medical team unplugged and reconnected the cable to the patch unit and the error cleared. When the physician transferred the pfa catheter to the right superior vein that the carto display showed the catheter outside of the original carto map. The timeline on the replay application showed the catheter image outside the carto map after the last application to the left inferior vein. The matrix was not lost and the patches did not show movement. A new carto map was created and the procedure continued. The error was due to map shift. Patches were not moved. The physician did not cardiovert. No patient consequences were reported.